Event description:
A malfunction alarm, specifically malf 12, was reported. The customer's blood glucose level was 131 mg/dl, indicating it was within a normal range. Technical support provided assistance to reset the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reappeared.